Event description:
It was rpeorted that the customer passed away. Customer had began pump therapy two weeks prior to the incident and had been seeing things and acting strangely. They experienced a diabetic coma in which they did not recover due to brain damage.